Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient started going more often since "yesterday or day before but not before then". They stated seeing a poor communication screen since yesterday on programmer. Patient services agent walked the patient through connecting to ins with and without the antenna. The patient reported seeing poor communication screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and have ins battery checked.